Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, there was confirmation service required codes had been recorded in the event log. The internal battery, power management board, and oxygen blending module board were replaced to address the issues. Additional findings not related to the issue include, detachable battery was replaced. Additionally, the insertion port for an external dc power cable was misaligned at the inside and it was impossible to insert the external dc power cable and the base enclosure was replaced. No abnormality was confirmed, however the trilogyo2 pm1 kit, used is regulated by maintenance procedure to prevent failure. Repair test, alarm check, battery check, run in tests, and cleaning were performed and then confirmed the unit operated properly. Confirmed the software version is 14.1.03.